Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure with smart touch unidirectional catheter, the costumer experienced a curve inadequate issue which made the ablation impossible in the right atrium, therefore the physician decided to cancel the procedure. The patient was under general anesthesia for 330 minutes. A transseptal puncture was performed prior to the case cancellation. The patient was reported to be in stable condition and did not require any prolonged hospitalization. This type of issue is indicative of a reportable event since the physician considered cancelling the procedure caused a potential risk to this patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that there was an abnormal curve. The curve of the catheter doesn't work more. It was impossible to perform the ablation in the right atrium. Stop of the procedure. No consequences to the patient. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. A corrective action was created to address the t bar issue.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4)